Event description:
No additional information was provided. Mat#: ms3500-15, batch#: 23069240. It was reported by customer that where the locking injector and secondary set (ms3500-15) connect, there are droplets present. Concerned it could be leaking. Verbatim: customer concerned that where the locking injector and secondary set (ms3500-15) connect, there are droplets present. Concerned it could be leaking. Walked them through proper injector connection technique. (B)(6) 2023 here are the lot numbers of the current products that we have. There was no patient involvement in this instance. Phaseal optima injector (n40-o), ref: 515056, lot:2305308, man date:2023-05-01, exp:2025-10-31. Bd secondary set, ref: ms3500-15, alaris products, exp: 2026-06-16, lot: (10) 23069240, (01)10885403222610. This complaint is based on an observation when preparing chemo. The secondary set is primed in an open fashion with plain fluid, then the injector is attached to the line. Once connected, if you tap the injector on the counter, droplets will release at the connection site. Where would the droplets come from?

Manufacturer narrative:
It was reported by customer that they were using a secondary set, ms3500-15, and concerned it could be leaking. No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model ms3500-15 lot number 23069240 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16jul2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd alaris secondary set leaking. The following information was provided by the initial reporter with the verbatim: customer concerned that where the locking injector and secondary set (ms3500-15) connect, there are droplets present. Concerned it could be leaking. Walked them through proper injector connection technique.